Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump also had moisture damage on the motor, battery tube and vibrator assembly. No moisture damage was found on the keypad assembly. Unable to perform the displacement test or verify the unresponsive button/keypad due to the blank display. No audio/beeping alarms were noted during testing. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a keypad anomaly and a blank display. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.